Event description:
Surgery performed [(B)(6)] - removal of gastric foreign body. Re-exploration surgery performed [date redacted] - 6 days after surgery - discovery of 5 mm endocatch bag in the abdomen missing black string.